Event description:
It was reported the patient presented through a telephone call. During the call, the patient alleged the pacemaker was causing damage to their chest. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the pacemaker was explanted and replaced. The patient was in stable condition.